Event description:
A non-reactive advia centaur (B) (6) result was obtained on a patient sample and reported to the physician. Two samples from the same patient were drawn at the same time. One sample was tested for (B) (6) (non-reactive result obtained) and the second for the (B) (6) profile (reactive result obtained). Both samples were repeated and reactive results were obtained. A corrected report was issued to the physician. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant (B) (6) result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant (B) (6) results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A non-reactive advia centaur (B) (6) result was obtained on a patient sample and reported to the physician. Two samples from the same patient were drawn at the same time. One sample was tested for (B) (6) (non-reactive result obtained) and the second for the (B) (6) profile (reactive result obtained). Both samples were repeated and reactive results were obtained. A corrected report was issued to the physician. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant (B) (6) result.